Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic nephrectomy, the device would not seal a small vessel off the renal vein or off the gonadal vein. There was no patient injury. No further information on the incident was made available by the site.